Event description:
It was reported that during a laparoscopic appendectomy procedure, on the second firing the device fired but got stuck and the jaws would not open. They used the red release button to release the jaws from the tissue. It was very difficult to open. There was no tissue trauma. Once removed, the device had not fired correctly. The staples were formed on the proximal staple line but not the distal. Some of the staples had fallen into the patient. The fallen staples were "b" shaped. It is unknown if they were retrieved. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with two ecr45m cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.